Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, ischemia of the left upper lip, was assessed as resulting in disability or permanent damage. The device history record could not be reviewed as the lot number was not reported. Citation: zeltzer, a., geeroms, m., antoniazzi, e., giunta, g., baerdemaeker, r. D., hendrickx, b., & hamdi, m. (2020). The "art" of facial filler injections: avoid, recognize, and treat hyaluronic acid induced complications. Journal of cosmetic dermatology. Doi:10.1111/jocd.13611.

Event description:
This case is related to 3013840437-2020-00069 and 3013840437-2020-00072, referring to the same literature article. This literature report from (B)(6), concerns a (B)(6) year-old female patient. She was injected with hyaluronic acid (ha) into the upper lip. The patient was a smoker. Later in the evening, after the treatment with hyaluronic acid, the patient started to feel pain. The next morning she returned to her practitioner, who performed a nerve block for pain relief, missing the sign of ischemia of the lip and lateral wall of the nose. The persistent pain and appearing ischemia prompted the patient to seek further evaluation and she consulted another practitioner on day 3 after the ha injection, who sent her the next day to author department. On initial examination (day 4 post ha injection), the clinical presentation suggested an intravascular injection in the superior labial artery and/or facial artery. Immediate therapy consisted of three serial injections of 150 units hyaluronidase, diffusely throughout the ischemic area, with a 27g blunt cannula, after lidocaine injection (without adrenaline) for local anaesthesia and to facilitate vasodilation. Additional treatment was started: acetylsalicylic acid (asa) 300 mg orally (once daily), piracetam 12 g intravenously (twice daily, nadroparin 9500 iu subcutaneously (once daily), diclofenac 75 mg intravenously (twice daily), methyl prednisolone 32 mg orally (once daily) (50% dose reduction every 2 days) and amoxicillin-clavulanic acid 875-125 mg orally (trice daily). Topical nitroglycerin 2% ointment was applicated on the affected area every 2 hours, covered with paraffin gauze (jelonet®) and a light bandage. Abrupt smoking cessation was imposed. On day 6 after the injection, a duplex ultrasound exam revealed no thrombosis in the angular artery, superior labial artery and inferior labial artery, nor in the concomitant veins. This exam however did not provide information regarding the small branches which were affected by embolization, and should never delay hyaluronidase (hyal) injection. To increase oxygen flow into the ischemic tissues, hyperbaric oxygen therapy was started from day 11 to 17 (70 minutes breathing time, 100% oxygen, 2.5 ata). On day 14, the eschar fell off and the necrosis continued to heal by secondary intention with application of an enzyme alginogel (flaminal® hydro). Once epithelialized, hydration and uv protection was recommended. Contracture and hypertrophy were treated with triamcinolone acetonide (kenacort®-a10; 3 injections of 3 mg / 0.3 ml), scar massaging and silicon sheets. The patient expressed how the psychological burden negatively influenced her social and professional life. Fat grafting was scheduled to enhance the left upper lip contour. After secondary intention healing at 3 months, due to scarring, retraction occurred which lifted the left oral commissure, resulting in a cleft-like stigma. At 5 months, the scar became more discreet and less disturbing. 18 months after the filler injection and 3 months after the correction, the author noticed a better colour of the scar, a good function (symmetrical smile, improved eating, drinking and whistling) and complete sensation in the affected area. Hyaluronic acid had most likely been injected in the superior labial artery. This had led to embolization of the product through the alar and nasal septal (or columellar) branches, and finally occluding the terminal capillaries in the aesthetic unit of the left upper lip. A treatment was necessary to prevent life-threatening condition / permanent damage. The outcome of the events was considered as resolved with sequelae. In the opinion of the author, cosmetic fillers have an increasing popularity, but are also increasingly administered by insufficiently trained people. Managing complications is an art: try to avoid (a) complications, but it is equally important to recognize (r) and treat (t) them efficiently. Even in the most experienced hands, fillers can lead to complications. However, anatomic knowledge, understanding of principles of ischemia and (re-) perfusion, wound and scar care are important assets in the art of vascular occlusion.